Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058 serial # (B)(4) determined no significant anomalies were found. Good, stable output was found on each electrode pair in the ins as received. Analysis of tined lead model 3889-28 lot # v082511 determined that the conductor was broken due to overstress damage with no significant anomalies. No shorts were found between circuits and the continuity was acceptable.

Manufacturer narrative:
Lead model 3889-28, lot# v082511, implanted: (B)(6) 2008, explanted: unk; programmer model 3037, serial# (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(4) 2010). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
It was reported that the patient's neurostimulation system was explanted in late october or early (B)(6) 2011 due to lack of therapeutic effect. It was noted that there had been problems with the lead; however, the specific problems were unknown. During the explant procedure, the tines broke off the lead and remained implanted in the patient. It was also noted that the patient needed to have mris for multiple sclerosis, which may have contributed to the decision to explant the system. Additional information has been requested but was not available as of the date of this report.